Event description:
Same case as: 2134265-2009-04714. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 95% stenosed, concentric, de novo lesion was located in a calcified and tortuous left anterior descending artery. The lesion was predilated with a 2.0x8mm apex balloon. The stenosis after pre-dilation was decreased to 80%. A 3.5x16mm taxus liberte' drug eluting stent was advanced to the lesion and deployed. Post deployment, a dissection distal to the stent was noted. A 3.0x12mm taxus liberte' drug eluting stent was advanced to the lesion to treat the dissection, but could not cross. Upon removal of the device stent damage was noted. A stent strut was lifted. Due to the inability to cross the lesion in order to treat the dissection, the pt was sent to surgery. No further pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
(B)(4).